Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient¿s pump fell on the floor and the case cracked. The patient went into the hospital with diabetic ketoacidosis after the pump was damaged. The patient was treated for dka and other health issues and was then discharged. Customer support (cs) advised the reporter that the patient not go back on the damaged pump and use alternate method for insulin delivery. This report is being made due to hospitalization the patient experienced due to an alleged damage case.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: daily insulin delivery totals correctly reflect programmed basal rates. No activity outside normal use observed in pump histories. There was no damage found to pump case. Pump passed flow accuracy test and found to be delivering within required specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.